Manufacturer narrative:
Further analysis revealed that the device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events.

Manufacturer narrative:
The reported events of lead backup vvi (bvvi) were confirmed. As received, the device battery was at end of service (eos) voltage level and output anomalies were observed. The device was cut open to enable further testing and the battery was found depleted. Hybrid circuitry was tested by connecting to an external power source and results indicated high current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the devices hermeticity, resulting in damage to the hybrid and battery depletion, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was experiencing asystole intermittently for few hours that was approximately a minute long before pacing would resume and presented in an emergency room. The patient was pacemaker dependent. Upon interrogation, it was noted that the pacemaker was in back up vvi mode. A device download was attempted to reset the pacemaker to its original settings, but loss of telemetry was noted during the process. A different wand, different orientations on the device, removing all surface leads that could be interfering with the device and moving to another room were attempted, but loss of telemetry was still noted. Upon further attempt, a message indicating ¿download failed¿ was displayed. The pacemaker was explanted and replaced due to frequent periods of asystole. The patient was stable post procedure.